Manufacturer narrative:
Device was returned and evaluated. The iol was not a bausch & lomb product. Additional information regarding the event and clarification on the wrong device was requested, but not received. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Event description:
It was reported that approximately four years after implantation of an intraocular lens (iol) into the eye, the patient reported halos, starbursts and blurry vision. The lens was explanted. Additional information was requested, but not received.